Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood and body tissue/fibrotic growth. (B)(4).

Event description:
It was reported that during the implant attempt, there was high thresholds, no capture, high impedance, and undersensing on the right ventricular (rv) lead in multiple locations. A fracture was suspected. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.